Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pocket pain. It was also reported that the patient was thin and the location was superficial. The patient underwent a revision procedure wherein the ipg was revised and replaced.

Event description:
A report was received that the patient was experiencing pocket pain. It was also reported that the patient was thin and the location was superficial. The patient underwent a revision procedure wherein the ipg was revised and replaced.